Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct to treat a duodenal obstruction of a 5 cm duodenopancreatic mass during a choledoctomy followed by vesiculo-bulbostomy and endoscopic gastro-enteroanastomosis procedure performed on (B)(6) 2025. During the procedure, under ultrasound guidance it was found that the first collar did not open and did not come out after manipulating the delivery system. The physician did not attempt to continue with the release of the second collar inside the patient; and it was released externally. The entire stent was able to be deployed at once. The physician then decided to proceed with a gallbladder drainage, to limit the risk of the postoperative complications related to the defect of the first stent. The procedure was completed using a 15x10 mm axios stent. A bile leak was seen inside the patient. It was also reported that the expected operation time was extended by approximately 15 minutes. The patient showed signs of postoperative sepsis and to address the situation the patient was given an extended time of hospitalization, two CT scans and specific antibiotics.

Manufacturer narrative:
Block d2a (common device name) and d2b (pro code) were corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed, and the inner sheath was kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis did not confirm the reported event of stent partially deployed and stent positioning issue as the stent was returned fully expanded and deployed, and functional testing found no issues with the delivery system. The investigation concluded that the observed problem of inner sheath kinked was most likely due to procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent positioning issue, stent partially deployed and sepsis. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct to treat a duodenal obstruction of a 5 cm duodenopancreatic mass during a choledoctomy followed by vesiculo-bulbostomy and endoscopic gastro-enteroanastomosis procedure performed on (B)(6) 2025. During the procedure, under ultrasound guidance it was found that the first collar did not open and did not come out after manipulating the delivery system. The physician did not attempt to continue with the release of the second collar inside the patient; and it was released externally. The entire stent was able to be deployed at once. The physician then decided to change the anatomy of implant and proceed with a gallbladder drainage, which was well dilated to limit the risk of the postoperative complications related to the defect of the first stent. The procedure was completed using a 15x10 mm axios stent. A bile leak was seen inside the patient. It was also reported that the expected operation time was extended by approximately 15 minutes. The patient showed signs of postoperative sepsis and to address the situation the patient was given an extended time of hospitalization, two CT scans and specific antibiotics.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct to treat a duodenal obstruction of a 5 cm duodenopancreatic mass during a choledoctomy followed by vesiculo-bulbostomy and endoscopic gastro-enteroanastomosis procedure performed on (B)(6) 2025. During the procedure, under ultrasound guidance it was found that the first collar did not open and did not come out after manipulating the delivery system. The physician did not attempt to continue with the release of the second collar inside the patient; and it was released externally. The entire stent was able to be deployed at once. The physician then decided to change the anatomy of implant and proceed with a gallbladder drainage, which was well dilated to limit the risk of the postoperative complications related to the defect of the first stent. The procedure was completed using a 15x10 mm axios stent. A bile leak was seen inside the patient. It was also reported that the expected operation time was extended by approximately 15 minutes. The patient showed signs of postoperative sepsis and to address the situation the patient was given an extended time of hospitalization, two CT scans and specific antibiotics.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed, and the inner sheath was kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis did not confirm the reported event of stent partially deployed and stent positioning issue as the stent was returned fully expanded and deployed, and functional testing found no issues with the delivery system. The investigation concluded that the observed problem of inner sheath kinked was most likely due to procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent positioning issue, stent partially deployed and sepsis.